Event description:
Boston scientific crm received information that the patient with this right ventricular lead received two shocks without any preceding symptoms. The patient presented to the clinic for a follow up visit. Upon interrogation, a fault code indicated shorted shock leads and low shock impedance measurements had occurred. Interrogation revealed normal shock impedance measurement during the visit. A review of the stored electrograms revealed severe noise signals on the right ventricular sense channel which resulted in the detection and charging. No pocket manipulation isometrics were performed. It was thought there may be lead insulation damage. A decision will be made in the near future regarding a lead revision.

Manufacturer narrative:
- -

Event description:
Additional information was received; a decision was made to implant a non-boston scientific crm pace/sense lead. Post implant, no further issues were revealed.

Event description:
Additional information was obtained. A revision procedure was performed. This lead was removed and replaced. No return of product is intended. During the same procedure, the device was also replaced.

Manufacturer narrative:
According to available information, this lead remains implanted and in service. Should additional information become available, this event will be updated.

Manufacturer narrative:
As no return of product is intended, boston scientific cannot confirm nor deny this reported clinical allegation. Should additional information become available, this event will be updated.

Event description:
Additional information was obtained. Approximately twenty months later, this lead displayed a high out of range shock impedance measurement. No noise was noted on the electrogram or shock channel. The patient remains hospitalized until a decision regarding this issue has been made.